Manufacturer narrative:
Concomitant medical products: 5076-52 lead implant date: (B)(6) 2002, 694765 lead implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was abandoned for an unknown reason. The ra lead was capped. Another ra lead remains in use. No patient complications have been reported as a result of this event.